Event description:
It was reported that the patient presented with chest pain and shortness of breath. The patient was diagnosed with pneumonia and was admitted. A remote transmission was done due to an irregular ventricular rate with intermittent loss of capture seen on the monitor. The remote transmission confirmed the intermittent loss of capture on the right ventricular (rv) lead. The outputs on the lead were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).